Event description:
It was reported that the balloon of a cook bakri postpartum balloon with rapid instillation components ruptured during use. After a cesarean section delivery, the patient had an estimated blood loss of 800ml, the user then placed the device into the patient. When the balloon was filled to approximately 400ml, the balloon burst. A new device was used and hemostasis was achieved. The patients total estimated blood loss was 1100ml. The user reported there was no contact with metal instruments. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Customer phone: (B)(6). Occupation: non-healthcare professional - agent. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: it was reported that the balloon of a cook bakri postpartum balloon with rapid instillation components ruptured during use. After a cesarean section delivery, the patient had an estimated blood loss of 800ml, the user then placed the device into the patient. When the balloon was filled to approximately 400ml, the balloon burst. A new device was used and hemostasis was achieved. The patients total estimated blood loss was 1100ml. The user reported there was no contact with metal instruments. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the returned complaint device was also conducted. The complaint device was returned to cook without original packaging. Visual examination of the device noted that the full length of the balloon was split. The material appeared to have been cut. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) provides the following information related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Warnings: ¿a bakri postpartum balloon is indicated for use in the event of primary postpartum hemorrhage within 24 hours of delivery.¿ ¿the maximum inflation is 500ml. Do not overinflate the balloon.¿ precautions: ¿avoid excessive force when inserting the balloon into the uterus.¿ review of the device history record, complaint history, relevant manufacturing documents, and device failure analysis does not indicate that the device was manufactured out of specification. Based upon the available information and results of the investigation, cook has concluded that the most probable cause of the reported event could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.